Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1034807 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1034807 and test base part number 190-430 / lot 1034807. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1034807 showed that the complaint rate is 0.006%. In conclusion, bbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the log files were not provided.. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported (2) two false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses report 1 of 2. The customer a reported a false positive results with the ID now covid-19 assay performed (B)(6) 2021 on an unknown sample. The ID now covid-19 assay was performed on a mother and daughter. The collections of both the first samples and the re-collections were carried out by the same person, experienced and uneventful. Pcr confirmation testing was performed on an unknown sample and generated negative results. The customer noticed that they performed both tests on the same equipment, with the same operator, and during the investigation, they realized that the test before theirs was positive, which probably confirms a process of contamination of the previous positive sample with the two in this report. No additional patient information, including treatment and outcome, was provided.